Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer reported that the device would rewind and prime, but had a motor error alarm at the fill cannula stage. Blood glucose level at the time of the incident was 227 mg/dl. The customer also confirmed that the device had a low reservoir alarm and a motor position encoder error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. Unable to verify other error alarms in the alarm history screen due to an over written history file. The motor was tested outside of the device and it passed. No unexpected alarms noted. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery alarm test or occlusion test due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. The low reservoir alarm functioned properly, and no anomaly was noted.